Manufacturer narrative:
Due to character limitations in e1 event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) was unable to zero blood pressure. There was no injury or harm reported.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and exercised iabp on a test catheter and patient simulator. The fse was unable to replicate any failure with zeroing the blood pressure. As a precaution the lower lcd touchscreen was cleaned and recalibrated.